Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08986. It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the implantable cardioverter defibrillator exhibited an abnormal alert of possible high voltage circuit damage and the right ventricular lead exhibited high pacing impedance and high capture threshold. No intervention was performed and the patient experienced no consequences.

Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced. The right ventricular lead was capped and replaced (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.